Event description:
Facility reported in 7/2003 that when starting to prime dialysis machine, they were unable to run normal saline through system due to a kink in the tubing. Reportedly, the kink is located below the drip chamber. No pt ill effects. The sample has been returned. New info received in 7/2003 states that the kink is in the arterial line.